Manufacturer narrative:
Analysis was normal. No anomaly was found. The initial medical device report was submitted via an alternative summary report on oct 31, 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on oct 31, 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).